Manufacturer narrative:
Result: timing link, scale module; communication cord.

Event description:
It was reported by service report that the head right siderail would not lock in the upright position. It was further reported the comm cord was damaged and the scale display was blurry. No patient involvement or adverse consequences are reported.